Manufacturer narrative:
(B)(4).

Event description:
It was reported that the flextend portion of the tracheostomy tube was found to be kinked. The fault was noticed when there was increased resistance during suctioning. Once the tube was removed, a "clear pinch" was noticed. The tracheostomy tube was replaced. No permanent injury was reported.

Manufacturer narrative:
One used portex® bivona® tts¿ tracheostomy tube was received with its obturator inside a ziploc bag. Visual inspection was performed at 12" under normal conditions of illumination in order to detect any damage on the part. During the inspection, it was seen that the shaft was damaged and the wire was kinked. A kink test was subsequently performed. The unit failed the kink test.